Event description:
The reporter stated that her husband had gotten the er1 message in the past. She reported that the confirmation dot was not checked and the comparison color chart had not been used. She stated that control solution is used to clean his meter.